Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character limitation in e1 for event site name, (B)(6).

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.